Event description:
Caller reported that the insulin cartridge leaked on three separate occasions over the past week, with the most recent event occurring on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. The customer was able to change the cartridge and resume insulin therapy successfully, and customer technical support initiated a return merchandise authorization for the cartridge.